Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The unspecified target lesion was moderately tortuous and calcified. After crossing the lesion with the 1.50x15mm apex push over-the-wire balloon ruptured within nominal pressure. The procedure was completed with another device. No patient complications were reported with the patient's current condition listed as "good". This product is only ous approved, but is similar to a marketed us device.